Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under keypad contacts and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: the keypad was intact and all keys responsive. Removed keypad and contamination was noted under "contrast" and "up" key contacts. The battery compartment was cracked, but the pump powered with the returned battery cap.